Event description:
It was reported that while on a pt, the anesthesia workstation failed to delivery gas on the pt. There was no pt injury reported. (B)(4).

Manufacturer narrative:
A company field svc engineer has been on site and has started the investigation. A supplemental report will be provided when the investigation has been finalized. (B)(4).